Event description:
Related manufacturer reference number: 2017865-2022-06650. It was reported that the patient presented in clinic for follow up. The right atrial (ra) and right ventricular (rv) leads both were oversensing noise which could be reproduced with isometrics. No interventions were reported. The patient was stable.